Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room at (B)(6) with hypoglycemia. The patient's blood glucose (bg) levels reached 140 mg/dl while wearing the pod between 37 and 48 hours on the abdomen. The patient reports giving themselves 8 units of insulin instead of 0.8 units by mistake. Symptoms reported include numbness on the legs and tongue. The patient was trembling and not able to think clearly. As treatment, glucagon and an infusion were given, blood samples were taken and blood count was done. When the bg values went up, the patient drank water and insulin was injected with a pen. The patient was released after 5 hours. The pod was removed at the hospital.